Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a high impact car accident and recent dental implants put in place. There was a tingling sensation at the ins site even after the device was turned off. The patient claimed of a burning feeling from the inside out and in her mouth. All metal areas in her body were causing a burning feeling. The ins was interrogated with no issues. Connectivity was okay and all impedances were perfect. An x-ray showed the paddle lead was exactly in the right spot per her hcp. The patient was referred to a neurologist per her pain management physician. No further complications were reported.